Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose level at the time of the incident was not provided. The customer has cleaned the battery cap and replaced the battery but the issue persisted. No further details were provided. The product is expected to return.

Manufacturer narrative:
Insulin pump was received with blank display due to power connector not plugged in properly. Unable to verify power loss alarm due to blank display.